Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. Additional information was requested, and the following was obtained: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Egd on (B)(6) 2026. Still working on receiving a copy of the image. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Yes, MRI l-spine, c-spine. 1.5 tesla. What was anatomical position of the MRI? Supine. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? The physician¿s office has provided the entire patient file. I can submit it, but was hesitant due to patient identifier information.we are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Awaiting images to be sent. What is the management plan? Patient wants device replaced but office is unsure about insurance reimbursement if linx device broke. Do we provide a replacement at no cost to the patient? Is device removal scheduled? Is a replacement linx or fundoplication planned? Would like to schedule a linx replacement in (B)(6). When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Yes. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes.

Event description:
It was reported that a patient who had a linx device lxmc14 implanted on (B)(6) 2020 has presented with dysphagia multiple times post-implantation and now seems to show that the linx device has separated. Since the linx implantation, this patient has had four dilation procedures. Those dates are (B)(6) 2020, (B)(6) 2022, (B)(6) 2023 and (B)(6) 2026. The lot/serial number provided to sales for this device is (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 25258, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6) was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.